Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, manufacturing instructions and quality control data was conducted. The device history record was reviewed. One non-conformance was identified as potentially related to the reported issue. Five (5) items were found quality inadequate for the issue of ¿catching¿ during the basket assembly process. However, these items were all scrapped. A review of complaint history revealed this is the only complaint associated with complaint device lot number 7289581. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Based on the information available, a definitive root cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported the ncircle tipless stone extractor would not open. No adverse effects or consequences were reported to the patient due to this occurrence. Additional information has been requested from the customer.